Event description:
It was reported that during a routine pacemaker replacement procedure, the physician removed the old device and maintained ventricular pacing with the pacing system analyzer (psa) as the patient was pacemaker dependent. The new pacemaker was connected to the rv lead and the setscrew was tightened, but no pacing was observed. The patient experienced asystole and lost consciousness until the device was disconnected and pacing was provided again with the psa. The device settings were confirmed to be correct and the lead measurements with the psa were appropriate, so the physician tried again to connect the new pacemaker and again no pacing output was observed and the rv lead was connected again to the psa. This time, the physician connected the rv lead to the old pacemaker and normal pacing was observed on the electrocardiogram (ECG). The physician requested a new device, which was connected to the rv lead and pacing was provided as expected. A malfunction with the attempted device was suspected and it will be returned for laboratory analysis. No additional adverse patient effects were reported after the loss of consciousness.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis. The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the pacing and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the lack of pacing output observed during the device replacement procedure.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
It was reported that during a routine pacemaker replacement procedure, the physician removed the old device and maintained ventricular pacing with the pacing system analyzer (psa) as the patient was pacemaker dependent. The new pacemaker was connected to the rv lead and the setscrew was tightened, but no pacing was observed. The patient experienced asystole and lost consciousness until the device was disconnected and pacing was provided again with the psa. The device settings were confirmed to be correct and the lead measurements with the psa were appropriate, so the physician tried again to connect the new pacemaker and again no pacing output was observed and the rv lead was connected again to the psa. This time, the physician connected the rv lead to the old pacemaker and normal pacing was observed on the electrocardiogram (ECG). The physician requested a new device, which was connected to the rv lead and pacing was provided as expected. A malfunction with the attempted device was suspected and it will be returned for laboratory analysis. No additional adverse patient effects were reported after the loss of consciousness.